Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: shaft separation is likely to cause or contribute to patient injury. Device issue: shaft separation. It was reported that the guiding catheter was pushed over the 35" guide wire to reach the ostium of the right coronary artery (rca). The aorta was very tortuous. Suddenly, there was no resistance felt with the guiding catheter and it was noticed that the proximal part of the guiding catheter's shaft was easy to retract from the patient's body. The distal part of the shaft was hanging loose in the aorta. To catch the distal part of the shaft of the guiding catheter, a pilot 50 guide wire and a 4.0 x 20 mm voyager balloon were used to go through the rest of the guiding catheter, but the balloon burst while inflating (pressure unknown). The physician assumed that the balloon was damaged by the broken part of the shaft. The ruptured balloon was completely removed without problems from the patient's body and was discarded by the hospital. Another voyager balloon (3.0 x 20 mm) was selected; the balloon was inflated to retract the distal part of the shaft of the guiding catheter. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guiding catheter was returned with blood visible on the outer jacket. The shaft was separated 25 cm distal to the base of the luer. There was a kink in the shaft 10.5 cm and a bend in the shaft 19 cm distal to the base of the luer. The outer jacket was torn and stretched. The catheter used in the procedure was not returned. There was no other damage noted to the guiding catheter. Product performance engineering has reviewed the case description and the analysis of the device. The guiding catheter was returned with blood visible on the outer jacket consistent with use inside the patient's anatomy. Analysis was able to confirm the reported difficulty as the shaft was separated 25 cm distal to the base of the luer. Shaft separation of this type can occur when the core is subjected to tensile or torsional loads beyond its design limits causing the shaft to detach. In this case, the fracture site showed damage consistent with forces applied through pulling, torquing and manipulation. The outer jacket was torn and stretched consistent with separation due to these forces. There was a kink and bend distal to the separation consistent with manipulation of the catheter. A guiding catheter being over pulled or over torqued would require the distal end to be trapped within the anatomy or another device in order to create the required forces to damage the guiding catheter as described. The case description states that "the aorta was very tortuous". It is possible that the guiding catheter became trapped within the aorta while being delivered. Attempts to retract or deliver the guiding catheter most likely met resistance and caused the separation. Per instructions for use, "torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft." To ensure this type of damage does not occur, manufacturing 100% inspects the catheter for damage, and quality control performs a max torque to failure functional test on a sampling of devices. Overall, based on the case description and analysis of the returned device, the reported separation is most likely due to case circumstances. The lot history record was reviewed. There are no non-conformities associated with this lot number. This MDR is considered closed by the product performance group.